Manufacturer narrative:
The device was returned to olympus for evaluation. The repair center confirmed the user complaint and found a faulty cm board causing no sdi signals. The device was repaired and returned to the customer. This MDR is being submitted retrospectively as part of a remediation effort related to recent system and process changes. A CAPA has been opened to manage the actions related to remediation of this issue and any required MDR reporting.

Event description:
The customer contacted olympus to report the device was not presenting an image when checking the sdi ports. The malfunction was found at preparation for use and there was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provided additional information based on the legal manufacturer¿s final investigation. Based on the legal manufacturer¿s investigation, the DHR was reviewed and there were no problems found during the manufacturing of the device. The device met all specifications at the time of shipment. The device in question has been supplied for more than six and a half years, and it is presumed that the parts on the board deteriorated over time due to repeated use for a long period, and the cm board failed.